Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room after receiving multiple inappropriate shocks, dislodgement was observed. The patient reported doing physical activity during the dislodgement. The lead was explanted and replaced. There were no patient complications at any time. The patient was stable.